Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted mitral ring is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien valve in this scenario. In this case, the severe central mitral regurgitation was caused by a prolapsing native anterior leaflet that interfered with the closure of the sapien valve. Bibliography: condado jf, babaliaros vc, thourani vh, jensen hk, kim dw, kaebnick bw, block pc, lerakis s, a complex transcatheter mitral valve replacement and repair for the treatment of refractory severe mitral regurgitation, hellenic journal of cardiology (2017).

Event description:
As reported through a journal article, during a valve in ring (sapien valve in 32mm carpentier - edwards physio annuloplasty ring) tavr procedure in the mitral position via transapical approach, the post deployment tee showed severe central mitral regurgitation (mr) secondary to a prolapsing native anterior leaflet interfering with closure of the sapien valve. A second valve was deployed. Initially, the sapien valve was deployed at the level of the mitral valve ring. Post deployment, the intraoperative tee revealed severe central mitral regurgitation (mr) secondary to a prolapsing native anterior leaflet interfering with closure of the sapien valve. The decision was made to mount a transcatheter melody valve on a 24mm balloon-in-balloon further into the atrium away from the prolapsing leaflet. Hemodynamics markedly improved despite moderate-severe paravalvular leak (pvl). Tee revealed functioning valve leaflets with non-interfering native valve leaflets and a resolution of the central mitral regurgitation but residual pvl. Fluoroscopy revealed pvl between percutaneous valve and surgical mitral ring. The patient was taken to the cardiac catheterization laboratory for pvl closure, which was successfully performed with a 6mm and an 8mm amplatzer vascular plug. Repeat tee showed mild mr and mild pvl. The patient was discharged with marked clinical improvement and has remained stable on medical management.